Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735824, product ID: 9733752r, h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported the localizer faulted and there was a hardware failure to the electromagnetic navigation interface unit (axiem) emitter. The flat emitter and internal controller were replaced. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that while using the flat emitter in surgery, the system intermittently displayed "localizer not connected." The user would reboot the system to clear the message, but after 10-20 minutes of additional use, the error message would appear again. It was later reported that the intermittent error was actually "localizer faulted". When the error occurred, the breakout box (bob) stayed green and connected under tracking details, and flat emitter status intermittently went through "initializing" in tracking details. To troubleshoot, the electromagnetic (em) controller's connection to the computer was checked, as well as manipulating the location of the emitter and bob cables, and the user was unable to produce the error. The print camera diagnostic tool was unable to find any immediate system's fault. There was a less than one hour delay.

Manufacturer narrative:
H3: analysis was performed for product: 9735824, lot number: 1600696919. It was reported that the unit functioned as intended. There was no fault found. Codes b01, c19 and d14 are applicable to this analysis. H3: analysis was performed for product: 9733752, lot number: 603005068. It was reported that there was bent pin inside of the lemo connector. Functional test was unable to be performed. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. It was reported that the outcome was as expected and there was no impact to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.